Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided information states the resident thought the pain was directly attributed to the fractured wrist and not the products. During revision surgery, the peg driver insert broke during screw removal. The tip broke and remained in the screw head. It is unknown why the insert broke, however, heavy usage/wear out may be a contributing factor. The product code (pdi2.0) was the product code reported and is not a valid product code in the as400 system. Depuy trauma stated this was an old design and was discontinued years ago. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be reopened.

Event description:
Peg driver insert broke during screw removal. Tip broke and remained in screw head. Fp screw left in patient.